Manufacturer narrative:
Continuation of d10: product ID b35300 ((B)(6)); product type: 0197-implantable neurostimulator; implant date (B)(6) 2025; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a recent battery change and is experiencing increased impedance values. The impedance on the right side went from 929-982 ohms and 3.5 to 3.6 ma, on the left she went from 976-1529 ohms and 2.6-3.3 ma. Patient is reported to have dyskinesia and feels like she is under stimulated, or that therapy is different. Potential cause was reported to be related to the new extension and adaptor the patient has with the new implantable neurostimulator (ins) . Agent and manufacturer representative (rep) reviewed having the patient titrate therapy up as needed and see if the increased ma helps over the course of a few days.